Event description:
During service by baxter, failure code 804:24 occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: failure code 804:24 was confirmed. Inspection of the device found that failure code 804:24 was caused by a defective user interface module printed circuit board and pump head module. The user interface module printed circuit board and pumphead module assembly were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.